Event description:
Post market study pt experienced reduced function of the knee due to destruction of the lateral tibia condyle. The pt is set up for surgery in about 3 months for femoral of osteosynthesis material.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records for lot n002641 revealed that norian corporation manufactured the norian drillable 10cc. Inspection was performed and parts conformed to all requirements. There were no non conformities associated with this DHR that indicate any issues related to the complaint.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned.